Event description:
It was reported that during an unknown procedure the clip was placed on the tissue and then fell off the tissue. The location of the clip is unknown. There was no patient consequence reported.

Manufacturer narrative:
(B)(4): information was not provided by contact. Information unavailable.